Manufacturer narrative:
Qn#(B)(4). The device lot number provided did not match with the reported catalogue number; therefore a device history record (DHR) review could not be conducted. There was no complaint sample returned for investigation. Without the actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined, and with limited information available on this complaint, further investigation could not be conducted and, therefore; complaint is not confirmed. However, a simulation test was conducted with representative samples from production on the same catheter size and balloon volume, no issues were found. In our current standard operating procedure, the products are subjected to 100% visual inspection and leak test. Catheter with defective balloon will be culled out during this process. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon leaked causing the device to come out of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon leaked causing the device to come out of the patient. The patient's condition was reported as fine.